Event description:
It was reported by customer that we then obtained wire, this time from a 5f lot # rehs1567. This wire was inserted into the patient without difficulty, but, after removing it, we realized there was a small ball of wire on the end. It was smooth and round so it did not cause any harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.